Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. Blood glucose was 360 mg/dl. Reportedly, the customer performed multiple infusion set and cartridge changes to address the issue.